Manufacturer narrative:
A syringe was reported to have a broken plunger. To support the investigation, one sample in an opened packaging blister was received and evaluated by the quality team. Upon visual inspection, damage was observed on the rib of the syringe plunger rod. No additional defects or irregularities were identified. This type of damage may occur due to a jam during the plunger rod assembly process. A device history record (DHR) review was conducted for material number 309653, lot 5154140. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. The returned sample will be shared with production associates for awareness. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported issue has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 50ml ll tip 1m plunger rod was broken / damaged. The following information was provided by the initial reporter: material#: 309653. Batch#: 5154140. Verbatim: the 50ml syringe had a broken plunger. No harm to the patient. Customer response on (B)(6) 2025. 1. When was this defect observed? During or before use? The answer is during.